Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("tubes and coils removed") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove tubes and coils). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. (B)(4). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('tubes and coils removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have blood pressure measurement ("blood pressure"). The patient was treated with surgery (to remove tubes and coils). Essure was removed. At the time of the report, the medical device removal and blood pressure measurement outcome was unknown. The reporter considered blood pressure measurement and medical device removal to be related to essure. The reporter commented: this case is cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following one were reported from social media report : blood pressure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('tubes and coils removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have blood pressure measurement ("blood pressure"). The patient was treated with surgery (to remove tubes and coils). Essure was removed. At the time of the report, the medical device removal and blood pressure measurement outcome was unknown. The reporter considered blood pressure measurement and medical device removal to be related to essure. The reporter commented: this case is cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following one were reported from social media report : blood pressure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received: blood pressure and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.